Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, it was noted the device was nearing end of life (eol). Premature battery depletion was suspected. A device exchange is anticipated, but has not been performed at this time. The patient was stable and will continue to be monitored.